Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff, balloon and pump were visually inspected and leak tested; the pump was also functionally tested. The cuff was identified to have folds and was observed to be scaled; the cuff did not pass leakage test due to a tear from wear at a fold. Regarding the balloon, it was observed to be scaled on the shell; it passed leak testing. Lastly, the pump passed visual inspection, leakage test and functional testing. Based on the information available and analysis results, the hole and leak identified in the cuff could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy. The aus was explanted and replaced. There is no additional information reported.